Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic roux en y procedure, while being applied to the stomach. The surgeon was able to pressed the green button and squeezed the handle but the stapler did not fire. A new handle was used to fix the issue. There was no patient injury.